Event description:
It was reported that during a surgical procedure at the user facility the manifold became clogged. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was discarded by the user facility and is not available to be returned for evaluation. Device not returned.